Manufacturer narrative:
Concomitant medical products: 693565, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had fractured. The lv lead was capped and replaced. Several months later the lv lead was partially explanted. No patient complications have been reported as a result of this event.